Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the motor drive unit was bogging down and the leds were blinking on and off. The case was successfully completed with a second unit, with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/31/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.